Event description:
Same case as MDR ID: 2134265-2015-04491, 2134265-2015-04492, and 2134265-2015-04495. It was reported that death occurred. A 38x3.00mm, 20x3.50mm and 20x3.00mm synergy¿ stents and a 2.75x28mm promus element ¿ stent were implanted in right coronary artery (rca) and circumflex artery. No patient complications were reported and patient's status was stable. However, on the night post procedure, the patient developed retroperitoneal hematoma and the patient died.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of death is unknown and autopsy was not performed.